Event description:
Customer reported the system intermittently goes to max kv and images are distorted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a pin in the lemo connector. System operates as intended. (B) (4)